Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se completed fault finding to pinpoint the cause. The root cause was likely attributed to the interface board (ifb). Therefore, the ifb was replaced. Afterwards, there was no offset for flow observed. The device passed all testing.

Event description:
The device user (du) reported that the intra vena cava (ivc) flow sensor was having intermittent issues where the ivc flow would read and then cut out. It was noted that the device had arrived at the recipient hospital. The du stated that they had been experiencing message code 250 (ivc flow sensor error) and the ivc flow could not be read. The clinical specialist (cs) confirmed that the du attempted troubleshooting. The message code resolved and ivc flow was displayed on the screen. The ivc flow sensor was inspected and both the sensor and wiring did not appear loose in any capacity. The perfusion was stable.